Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: 4 years after primary tka the joint is losing stability and a thicker insert is needed. At the same time, the patella is resurfaced because some pain was felt at the femoro-patellar joint, formerly not treated. This should be categorized as disease progression, there is no reason to suspect a malfunctioning device.

Event description:
At about 3 years and 10 months after primary, the patient came in reporting instability and possible loosening of joint stability over time, with consequent patellofemoral pain. The surgeon revised successfully the liner (10mm) with a thicker one (13mm) and resurfaced patient's patella bone.